Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had been having issues with the recharger. The caller stated that the recharger connects to the ins but it doesn't charge the ins. The caller indicated that the patient contact them when the ins was about to become depleted. For the last month or so the patient gets an error message that says charging not available, contact your clinician, with a code, the caller thought that the code may be 707. The agent speculated that the code was 1707. The patient said that the entire time they have had the implant charging has been difficult it requires a specific location for the recharger. The issue was not resolved through troubleshooting. The caller was not with the patient. The caller wanted to have the recharger replaced. The agent reviewed troubleshooting considerations. Additional information was received from the patient on 2026-mar-24. The patient reported that a month ago they were successfully able to charge to 100 percent. It was down to 10 percent 2 weeks ago when they were in healthcare provider (hcp) office. The patient said their communicator worked to communicate to their ins, but they have been trying for a good week to charge but had been unsuccessful. The patient also noted they had shoulder surgery on the same side as the ins. The patient said it had been a nightmare and the rep who called them told them due to all their issues, they would send a replacement charger without any further troubleshooting. The patient said then the rep called the patient back and told the patient to call patient and technical services (pats.) The agent asked patient to do troubleshooting and the patient declined stating the shoulder surgery was on the same side as their device. The agent recommended the patient have their equipment evaluated in person at the doctor's office. They said they have not met with a rep about their recharging issue, they only spoke with the rep on the phone. The patient also said "it had been a nightmare" and they have had so much trouble with recharging. Before having another device surgery, they wanted to see if a replacement charger would resolve the issue. The agent offered to replace the charger and redirected them to their doctor. The agent offered to email the charger handbook to the patient. The agent reopened the case to send a request to repair and email to the patient. The patient also said their incontinence was not horrific as long as they avoid caffeine. They also said they would have an appointment in (B)(6).

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: correction submitted for updated coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.